Event description:
A report received from the USA stated an 840 ventilator experienced a loss of breath delivery (bd) to graphical user interface (gui) communications. There was no reported pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications. (B)(4).